Manufacturer narrative:
The customer reported the sets were leaking in the pump, and returned one set of material 2420-0007, lot 25083208. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water at 120 ml/hr for 30 minutes. No leaks or other issues were observed, and the complaint of leakage could not be verified. Additionally, the set was capped and pressurized at both smart sites, but no leaks were observed in this exercise either. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue could not be identified without a replicated failure.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We had two IV tubing sets with this lot number that leaked today when they were put in the IV pump. Customer response 2 jan 2026: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? 12/30/25 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm. Inconvenient, wasted supplies and product.